Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked, and there was evidence of moisture ingress in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 9/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/08/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture corrosion in the battery compartment, near the motor flex connector. A leak test was performed and failed due to a battery compartment leak. It was also observed that the pump case was cracked between the corner of the lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.